Event description:
According to the reporter, during an open hemorrhoidectomy procedure, while firing and after clamping of the hemorrhoid tissue, the device did not fire. The stapler was replaced to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.